Event description:
It was reported that the pt ((B)(6)) received an scs system for right leg pain. The pt stated that he felt stimulation in the right buttock instead of the intended area. Consequently, an x-ray was obtained. No further info is available at this time as the pt has a future consultation with his surgeon.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.